Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, white foreign material remained at the air/water-cylinder and air/water-channel due to incomplete reprocessing which was caused by a leakage at the biopsy channel. The instructions for use states the detection methods associated with the event in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. And the prevention methods in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Tests showed that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material in the air/water tube and the air/water cylinder. There were no reports of patient involvement.